Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm was noted. The insulin pump had broken battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump gave an alarm during normal use. Nothing further was reported.